Event description:
It was reported that the user experienced continued blood glucose fluctuations while using the ilet system, characterized by both high and low readings. During this second event, the user reported blood glucose levels ranging from 34 mg/dl to 450 mg/dl, with glucose remaining out of range for more than 90 minutes. The user treated the low with candy and continued insulin delivery through the ilet, after which glucose values stabilized. The user reported symptoms of dry mouth during high glucose and no symptoms during lows. The event followed a prior factory reset three weeks earlier and a hospitalization that was not related to ilet use, which occurred during the algorithm learning period and was associated with dietary changes and inconsistent data during initial setup. Outcomes included transient glucose excursions that resolved with self-treatment. Investigation included troubleshooting with the user, review of device and therapy history, and education regarding algorithm adaptation during early use and the importance of consistent meal patterns. Investigation of this case revealed user-related factors consistent with ongoing algorithm learning and variable nutritional intake following recovery from hospitalization. It was concluded that the device functioned as designed and that the event was attributable to use conditions during the algorithm learning phase; additional training was arranged. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.